Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an elective ipg explant and replacement. During the procedure the surgeon attempted to connect the existing lead into the new ipg; however, the surgeon was unable to seat the lead completely and several contacts had high impedances. The lead was explanted and replaced; impedances were within acceptable range which resolved the issue.